Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving an alarm for a loose motor support disk on the insulin pump. The blood glucose reading was 282 mg/dl. Customer was advised to remain disconnected from the insulin pump and to check for a protruded, loose, or sticking out drive support cap. Customer stated that the drive support cap appeared normal and recessed. Nothing further was reported.